Event description:
Boston scientific received information that this patient stated he has not been feeling well and passed out today. He was inquiring if his device was included in an advisory population; which it is not. He stated he pulse rate was 50-55 bpm and he thought the device was programmed to a rate of 70ppm. The patient has contacted his physician and will schedule an appointment. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific representative was contacted and did not have any further details regarding this patient. This product issue will be updated if additional information is received.